Manufacturer narrative:
On (B)(6) 2017, abaxis received a call from the customer lab stating that the device yielded unexpected low potassium patient results compared to an outside lab. The patients were not treated based on the initial results. The customer sent the device in for repair. During evaluation of the device, data files were extracted and showed no optical anomalies. The log showed "sys_temp is elevated," nearing and surpassing spec at times, which may have contributed to the customer problem. There was no sound coming from the analyzer and the drawer was noted to be stiff. The heater plates, speaker, drawer motor, optics assembly and fan filter were replaced to resolve the reported problem. The device was cleaned, calibrated, and passed all testing. The device was returned to the customer site where it remains. The lab has not experienced any issues with potassium since receiving their repaired analyzer. No further actions were required. This MDR is being submitted as a result of a three (3) year retrospective review of closed complaints abaxis performed as part of its commitment to correct the FDA-483 observations received on august 22, 2019.

Event description:
The customer lab reported that the device yielded unexpected low potassium patient results compared to an outside lab.